Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar leaked and would not hold at the seal. No other details were provided.

Manufacturer narrative:
(B)(4). As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.